Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-apr-2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25mg/ml dilaudid at 1.92mg/day via an implantable infusion pump for an unknown indication for use. It was reported that there was questionable therapeutic delivery following a pump replacement. The catheter was successfully aspirated. The old catheter was explanted and a new catheter was placed. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8709sc, lot# n252539002, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis identified a hole in the catheter body. If information is provided in the future, a supplemental report will be issued.